Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the segmental resection, when the device approached through the hole of wound and went into the cavity smoothly, a crack was heard. The surgeon could open and close the jaws, then the green buttons illuminated and he/she started firing the device. During the firing, the cartridge articulated on their own and could not fire to the planned staple line. They changed the adapter and the surgeon made another resection due to the issue. There was no tissue damage. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device with articulating medium/thick reload opened by the account without pack aging. The proximal end of the adapter was broken and was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. If information is provided in the future, a supplemental report will be issued.